Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother applies emla cream to insertion site prior to sensor insertion. Patient's mother stated that emla cream was prescribed by physician in 2012. Exact date of medical intervention in unknown. No additional event or patient information is available.